Event description:
Information was received from a manufacturer representative (rep, regarding an external device. It was reported that since may, the patient (pt) has had increasing difficulty charging their implanted neurostimulator (ins) and getting it to connect to the ins and yesterday, the recharging paddle (rtm) got very hot, and pt was concerned they were going to get burned by it (technical services clarified that pt did not get burned). A replacement recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.